Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined and tested the reported drawer failure in hardware test application. A field service engineer found no failure on the screen. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not turn open, preventing user from removing the required medication for a patient and causing delays. There were no adverse events or injuries reported based on this event.